Manufacturer narrative:
Concomitant products used during the procedure: carto xp rmt system, model #: m-5730-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: unknown. Stockert 70 system, model #:m-5463-01, serial #: unknown. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to bwi equipments. The systems are working correctly (has been used 2 times since incident with no issues) and ready for use. (B)(4).

Event description:
It was reported that during an a-fib procedure a pericardial effusion/perforation occurred. It was stated that this was lengthy afib procedure. The patient had been treated for afib multiple times previously and a lot of rf had been performed during this case. The patient was under general anesthesia, and the anesthesiologist noted that the patient's blood pressure had become unstable over the last 20 minutes or so. An echo showed a possible pericardial effusion. Pericardiocentesis was performed and 700+ cc of blood/fluid was drained from the heart. After draining the pericardial sac twice, the physician determined that the effusion was not going to self-resolve. Therefore, the patient was sent to the or to have the perforation surgically addressed. The patient had fully recovered. The caller stated that it is not likely that a bwi product is at fault for the injury.